Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block. High thresholds were noted on the right ventricular (rv) lead. The lead was reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.